Manufacturer narrative:
Information was received via the attached journal article. Kiatisevi et al. "Functional outcome and complications following reconstruction for harrington class ii and iii periacetabular metastasis" world journal of surgical oncology 2015, 13:4.

Event description:
It was reported in a journal article that two patients experienced deep vein thrombosis an unknown date. No further information is available.

Manufacturer narrative:
No device or photo was provided therefore the condition of the component is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. The reported device is used for the treatment. Complaint history search cannot be reviewed since the part and lot numbers are unknown. Compatibility cannot be checked due to insufficient information. Medical records were not provided. Relevant medical history and adherence to rehabilitation protocol are unknown. A definite root cause cannot be determined with the information provided.